Event description:
Product was returned as an implant failure because it was explanted, due to infection. The implant was loose with poor bone integration. Based on the report, the patient had moderate oral hygiene and good bone condition. The surgery was a traditional 2 stage in tooth location #18. . The patient was reported as recovered, no complications. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.